Event description:
It was reported, that this right ventricular (rv) lead was surgically abandoned and replaced, due to intermittent loss of capture (loc) with less than 2 seconds of asystole. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).